Manufacturer narrative:
(B)(4). Date sent: 09/17/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 24160 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please explain what is meant by, ¿not tolerating the device?¿ some patients don¿t tolerate implants ¿ from the surgeon. This is happening here. Did the patient have an autoimmune disease? Not known. Is the patient currently taking steroids / immunization drugs? Not known. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Not known. Were there any intra-operative complications during implant? None reported was there any hiatal or crural repair done at the same time as the implant? Yes, both. Were there any other contributing factors that led to the removal of the device other than the reported moderate to severe nausea? Not known. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported, ¿patient had linx device lxmc14 implanted on (B)(6) 2019 and explanted on (B)(6) 2019 due to moderate to severe nausea ¿ not tolerating implant.¿ there were no additional patient consequences reported.